Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed and the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
Patient information was unavailable from the site. UDI and manufacture date not available for this instrument at time of filing. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been returned to the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation system during a functional endoscopic sinus surgery (fess) procedure. It was reported that the site could not track the registration probe. The emitter details were opened up and the registration probe was red. The site rebooted the system without resolve. Navigation was aborted. The surgery was completed successfully with no delay and no patient impact.

Manufacturer narrative:
Additional information: additional information added. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system during a functional endoscopic sinus surgery (fess) procedure. It was reported that the site could not track the registration probe. The emitter details were opened up and the registration probe was red. The site rebooted the system without resolve. Navigation was aborted. The surgery was completed successfully with no delay and no patient impact. An onsite system checkout was performed and the system functioned as intended. The manufacturer representative (rep) at the site was contacted and explained that no issue was found. The rep further explained that the facility at the has a high turnover rate on the system operating staff, and therefore it is likely due to user error by a new person who was using the system. The staff was reeducated and everything has been working as expected. No further information provided.